Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cs was asked to come to physician¿s office to interrogate ins device in preparation for explant per patient request. Patient states she has not charged the device for ¿years¿. Ins was overdischarged. Patient states she was instructed to recharge her recharger device so that cs could jump start device. However, patient states that she no longer wants the device and didn¿t see the point in recharging the battery. She also reports that she recently tried to get an MRI and facility would not perform it because she could not confirm that battery was ¿dead or off¿. This cs attempted to interrogate device but was unable to connect to clinician tablet due to over-discharge status. Physician assistant was made aware of battery status.